Manufacturer narrative:
A specific root cause could not be identified, but it was thought the problem was most likely caused by an instrument issue. After the maintenance was performed, the issue of deviation between duplicates was resolved and the provided precision data was acceptable.

Event description:
The customer experienced issues with calibration and patient results for antibodies to tsh receptor (anti-tshr). Data was provided for two patient samples. Patient sample 1 initial result was 3.3 iu/l. The repeat results were 1.8 iu/l and 1.4 iu/l. Patient sample 2 initial result on (B)(6) 2015 was 7.5 iu/l. Repeat results were 1.8 iu/l and 2.7 iu/l. Information regarding if any erroneous result was reported outside the laboratory and if any patient was adversely affected was requested, but was not provided. No adverse event was reported. The reagent lot number was 178783031. The expiration date was provided as "2015 nov". Preventive maintenance was performed on the analyzer and the measuring cell was exchanged.

Manufacturer narrative:
This event occurred in (B)(6).